Event description:
It was reported that the surgeon was over reaming for the proximal screw placement when the threaded guide pin broke (cat# 1210-645s). The threads got stuck in the soft tissue and could not be retrieved. The tip of the guide wire left in the patient is approximately 3mm. The patient had a gamma nail that was a non-union; the gamma nail was not removed. The surgery was a repair of non-union right hip.

Manufacturer narrative:
H6 clinical signs code has been updated. The reported event could be confirmed, since physical evaluation revealed a broken off tip. The threaded tip of the received k-wire is broken off; it broke approx. After the last winding. The breakage surface of the broken thread indicates that the k-wire tip broke in a brittle fracture due to bending and/or torsion overload (i.e. Hitting the nail surface). Furthermore, x-ray control must be done during k-wire insertion to avoid misalignments and hitting the nail. X-rays were requested but not provided and thus, a medical statement deemed dispensable in this case. The broken off tip was not returned; according to event description ¿surgeon was over reaming for the proximal screw placement when the treaded guide pin broke¿ and to further details received ¿the tip of the guide wire left in the patient is ~3mm.¿. A previous case was evaluated by a medical expert. According to him the material of the k-wire is non-critical to the patient and shall remain until the bone is healed. A removal shall only be done in case no significant collateral damage will occur. However, it lies in the responsibility of the treating surgeon to leave or to remove the broken off part. With regard to the available information and due to above facts a non-conformance of the product was not identified. The case is rather related to intra-operative procedure of the user. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.

Manufacturer narrative:
Upon completion of the investigation any additional information will be communicated in a supplemental report.

Event description:
It was reported that the surgeon was over reaming for the proximal screw placement when the treaded guide pin broke (cat# 1210-645s). The treads got stuck in the soft tissue and could not be retrieved. The tip of the guide wire left in the patient is approximately 3mm. The patient had a gamma nail that was a non-union. The gamma nail was not removed. The surgery was a repair of non-union right hip.